Manufacturer narrative:
(B)(4)

Event description:
During a surgical case and prior to the device and components being implanted, the pt went into respiratory arrest with a "code blue" being called. Once the pt was resuscitated, the implantation of the device was performed and completed. Follow-up info indicated that on the following day she was alert and oriented, and the therapeutic stimulation was initiated. It was reported that she was getting great coverage and was expected to be discharged the following day.